Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. Corrected: d2a, d2b, d4 (catalog, lot, primary UDI number), g4 PMA/ 510(k), h8. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the scrub techs were having issues attaching the 2-pronged attachment piece to the tibial pin blocks because the holes seem to be manufactured smaller than previously. It has also created issues for the surgeons not being able to visualize their alignment and slope because the metal piece won¿t sit flush. A couple of blocks have broken at that juncture, as the scrub techs use metal instruments attempting to tap it in flush.